Event description:
Description of event: patient said they have a bad back, and had a spinal stimulator before too, a long time ago and one of the leads fell so patient noticed sensation other than where it should have been and they "had to go in and switch the leads which was an external deal, no big deal." No further details about this were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).